Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external inspection was performed and it was noted that the copper mesh in the door assembly was not making contact with the thermo compound. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing. The device failed rite functional testing for therapy monitor volume failed performance specifications. Temperature verification test was performed and the device passed. The cycler remote toolbox software was used to diagnose the device pneumatic system and all pressures were correct and stable. The direct cause of the problem was determined to be improper installation of copper mesh. To correct the reported issue, the device was sent to service with instructions to scrap the copper mesh. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.